Manufacturer narrative:
Unit passed rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement and selftest. Unable to perform displacement test and occlusion test due to missing retainer. No unexpected infusion blocked alarms noted during testing. Power error detected (power error detected) alarm was present in the format history file and power error detected was triggered when the backup battery unloaded voltage (unloaded vlith) was less than 3.70v for 240 consecutive minutes as indicated in the power management graph due to a non-sleep anomaly software error. Unit received with minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, slightly damaged keypad overlay texture at bottom edge of overlay, severely stained serial number label, peeling end cap address label and scratched casing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error detected. The customer blood glucose was unknown at the time of the incident. It was also reported that the plastic ring in the reservoir compartment was gone. Troubleshooting was completed for power error. The device was returned for analysis.